Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing was observed on the right ventricular channel. No patient symptoms were reported. Programming changes were made resolving the issue. Patient will continue to be monitored.